Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon evaluation, the pulse wire shorted inside the distribution node (dn). The cause of the non-functional therapy electrodes is the shorted wire. The root cause of the shorted wire cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a belt indicating that the therapy electrodes were non-functional.